Event description:
It was reported when using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii), mold was observed. The following information was provided by the initial reporter. The customer stated: "frosted notch on plate". "Plate mold issue".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This MDR should be considered canceled. The complaint was re-evaluated and is not reportable for a plate defect.

Event description:
It was reported when using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii), mold was observed. The following information was provided by the initial reporter. The customer stated: "frosted notch on plate." "Plate mold issue."